Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent probe 1, adjusted probes and replaced the wash guides. The cse performed a precision run for the troponin method and the customer ran quality controls, which resulted within range. The cause of the discordant troponin result is unknown. Instrument is performing according to specifications. No further evaluation of the device is required. Associated MDR 2432235-2017-00405 contains data for the same patient, tested on (B)(6) 2017.

Event description:
On (B)(6) 2017, a discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it as it did not fit with the clinical picture. The sample was repeated on alternate advia centaur instruments, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.